Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the reps stating the entire system was removed (B)(6) 2018 and antibiotic treatments have been given since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection in their head region. The infection was not eradicated. No further complications were reported as a result of this event.